Event description:
The event involved a tego¿ connector where the customer reported that the noticed some deformations of the tego valves during patient use, even with no particular alarms noted during the observations before use (under training mannequin conditions). The customer provided 4 photos of the device were provided showing the tego device and deformations. The status of the product at the time of the event is patient use. There was patient involvement and unknown adverse event/human harm. The placement date of the tego valve was (B)(6) 2025 and the date of removal of the valve was (B)(6) 2025. The procedure use was dialysis hdf post; the incident was observed during the rinsing of the dialysis line: fresenius, catheter bilumen tunneled of type split cath. The location of the incident: at the screw thread, after the incident the tego valve was changed without any issues noted afterwards. The solution being used with the tego was chlorhexidine alcohol 2%. The list of products used during the incident were eprex 5000, eprex 2000 (x2), lovenox 20mg, sodium heparin lock solution 5000 ui/ml. The customer stated that there were 2 incidents that occurred involving 3 tego connectors and one patient. The device was connected to the patient at the time of the event, but the patient was not affected by the incident, no one was harmed, there were no adverse events the patient was stable. There was no delay in therapy, there was a minimal blood of less than 50ml, the patient does not have a blood-transmissible disease.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Manufacturer narrative:
Four photos were provided showing tegos with torn seals on the top rim. Received three used d1000 tego connectors for inspection. Each tego had seal tearing on the top rim of the tego. The reported complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 02jun2025 corrected information can be found in h6 health effect - clinical code and h6 component codes.